Event description:
During an open abdominal surgery the coagulation/cutting button switch on conmed electrosurgical pencil fell off. Surgeon noticed when surgeon was about to use it again that the switch was missing. Later on was found on the floor. No pt injury noted.